Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 311 mg/dl and had since decreased. During troubleshooting with tandem technical support, it was recommended that the cartridge and infusion set be changed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.